Manufacturer narrative:
The user's sensor was successfully removed on (B)(6) 2023 by the hcp on the second removal attempt. The user was doing fine after the procedure.

Event description:
On march 17, 2023, senseonics was made aware of an adverse event where the user's hcp could not remove the old sensor on the first attempt.